Manufacturer narrative:
(B)(4). When this investigation is completed, a follow up report will be sent to the FDA.

Event description:
Carefusion received a complaint from (B)(6) that stated, "the end is very sharp, should be round."  This occurred prior to patient use and no patient injury was reported.

Manufacturer narrative:
(B)(4). Results of investigation: the customer did not provide a return sample for evaluation, therefore this complaint could not be confirmed. The lot number was not provided, so a device history review could not be performed. There is a visual aid provided to the operative personnel to indicate how the end of the catheter should be formed. No issues were found with the materials. Operative personnel were notified of this report. A return sample was not available for evaluation.